Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator was in back-up mode. An attempt to perform a download failed. The pulse generator had not reached elective replacement indicator (eri).